Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36hours. When removed from the infusion site (leg), the pod's cannula was found to be in a weird angle. It was also reported that the pod gave an intense smell of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The soft cannula was not observed to be bent or kinked. A leak test was performed and no leaks were observed. The download data did not show any timeouts or drive stalls that would indicate a failure to deliver insulin.